Event description:
Rental hill rom total care bariatric bed - head of bed lowered spontaneously, contributing to the dislodgement of patients tracheostomy tube and resulted in severe respiratory compromise. Independent inspection performed, prior to "rel." FDA safety report ID # (B)(4).